Event description:
The customer reported that while working on the pt's esophagus, an end tome was provided by the generator, indicating a completed seal cycle. Oozing from the great omentum was noted and ligation suture was used to complete the seal. The surgeon used another device to complete the procedure with no further difficulties. The procedure was reported as being extended for more than 30 mins. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.